Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/9/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported by a medical assistant from a surgeon's office that a mentor saline implant used for demonstration purposes, and filled with sterile saline, grew mold weeks to months after being filled with saline. This was noted on three different unknown mentor saline implants. The devices did not make any patient contact. The medical assistant reports that this is something she has noticed for about 2 years.

Manufacturer narrative:
Device evaluation summary: according to the information received, the product was used for demonstration purposes for approximately five years, refilling it with water and salt. Three years ago, mold was observed inside the product and the solution used was changed for water and bleach, but foreign matter was observed again. Upon receipt the device appeared intact, however mold was observed within the device. Complaint was confirmed. Since the implant was used as a demo unit for five years, the mold growth should be expected. It has been determined that the root cause of the mold growth is related to the off-label use. According to the instructions for use for saline devices, during the filling procedure, sterile accessories and only sterile pyrogen-free sodium chloride u.s.p solution from its original container should be used to avoid contamination. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was revealed through the product investigation on 12/13/2018. The impacted product was a mentor smooth round moderate profile 300cc saline prosthesis. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation summary: according to the information received, the product was used for demonstration purposes for approximately 5 years, repeatedly emptying the device and refilling it with a solution of water and salt. According to the customer, mold was observed inside the product, and the solution used was changed out for water and bleach. However, foreign matter was observed again. Upon receipt, the implant appeared intact. However, during visual inspection, foreign matter was observed within the device. No microbial testing and/or foreign matter identification was performed since the product was not used according to the directions for use in the product insert data sheet. In addition, the product and its environment have since been modified. The device has been decontaminated and subjected to additional handling during the shipping process. Therefore the condition of the sample is different than what was reported by the customer. According to the instructions for use for saline devices, they are single use, and during the filling procedure, sterile accessories and only sterile pyrogen-free sodium chloride u.s.p solution from its original container should be used in order to avoid contamination. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint was confirmed because foreign material was observed inside the implant. Per the information provided, it can be determined the root cause is not manufacturing related and is related to the off-label use. In addition to the updated device evaluation, it has been determined that device code 2944 is no longer applicable. It has been replaced with code 1494. Manufacturer reference number: (B)(4).